Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. (B)(4) unknown lot number. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2015 the patient was implanted with a 3.5mm 14 hole proximal humerus plate and nine (9) screws due to a proximal humeral fracture. The patient presented with a non-union and a broken plate post-operatively. The position of the broken screw hole was at the junction of the shaft, immediately distal to the second most inferior to the locking screw hole position. The plate that was implanted was reported to have nine (9) screw holes in the head of the plate and five (5) screw holes in the shaft of the plate. Each hole position was filled with stainless steel locking screws. On (B)(6) 2016 surgeon removed all nine (9) locking screws and the one (1) plate. The patient was revised to a competitor's semi- hemiarthroplasty and was reported in stable condition. Concomitant devices: stainless steel locking screw (part and lot numbers are unknown, quantity(1) each.) Locking screw that was implant at the broken plate screw hole position. Stainless steel locking screws (part and lot numbers are unknown, quantity(13) each. This report is 1 of 1 for (B)(4).